Event description:
Information was received indicating that a smiths medical medfusion pump exhibited travel coarse/clutch error during occlusion test. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. Check clutch error was found in pump event history log. Check clutch error was found during occlusion test. Lead screw and clutch halves were found popping and slipping due to normal wear. Pump is over 6 years old. The root cause of the reported issue was normal wear. Actions were taken to mitigate the reported issue: replaced lead screw and clutch halves. Performed maintenance.